Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, a potential root cause is associated to the manufacturing process. As part of the catheter manufacturing process, the units go through an in-process and packaging optical test inspection. A personnel acknowledgment was provided to the manufacturing personnel.

Event description:
As reported, during use with this swan-ganz catheter, inaccurate values were displayed. No further information was available. There is no allegation of patient injury. Patient demographics unable to be obtained. The device is available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One swan-ganz catheter was received at our product evaluation laboratory for a full examination. The report of inaccurate values was unable to be confirmed. As received, catheter was found to be failed invitro calibration. Adhesive was noted to have an indentation at bond area of the optical module connector housing and fiber. The surface of the optic fiber was not level and light leakage was visible around the end of the fiber. No other visible damage was observed on optical fibers. Optical module connector was opened, no visible inconsistencies noticed. The thermistor was found to read 37.0 degrees celsius when submerged into a 37.0 degrees celsius water bath. The catheter ran cco in 37.0 degrees celsius water bath on vigilance ii monitor for 5 minutes with no error. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on eeprom data. Resistance value of thermal filament circuit was measured 37.68ohms which was in specification. All thru-lumens were found to be patent and did not leak. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage.